Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information. Review of the device history record identified no deviations or anomalies. Product examination could not be performed as no product was returned for this complaint. This complaint is non-verifiable. The reported event claimed that the sealed unit contained battery debris. While rare, this kind of event occurs when the batteries overheat from a short circuit. To address this issue, change notice cn 22170 has been implemented to adjust the length of the wires inside the battery pack. This means that there will no longer be a need to tightly fold wires inside the battery pack in order for them to reach their respective circuit contacts. This reduces the risk of a short circuit. However, because no product was returned for this complaint, the root cause cannot be specifically determined with the provided information.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that the pulsavac kit was selected for use in surgery on (B)(6) 2016. When the outer box was opened, it was noticed that the internal sterile box was intact, but was showing signs of particle debris from the battery, which was heavily scattered within the sealed inner pack. Additional information was received on (B)(6) 2016 stating that the kit was not opened and not used in surgery. The external box was opened and, upon inspection of the sealed and sterile unit, it was noticed that there was a significant amount of debris contained within the sealed packaging and therefore the pack was not opened any further. There was no injury or harm incurred to the operator. The device was not utilized in a surgery, thus no surgical technique was undertaken with this particular item, there was no medical intervention/additional surgical procedure required, no extension or delay in the surgery time and an alternate device was available for use.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). This follow up report is being submitted to report additional information. Review of the device history record for 00515048200, lot number 63346778, identified no relevant deviations or anomalies. Product examination found that the battery pack had ruptured. The sterile packaging was still sealed. This complaint is confirmed. The root cause of the reported event is a short circuit of the unit. A procedure was created to address the length of the wires inside the battery pack in order to eliminate the need to fold them, reducing the likelihood of a short circuit. However, the source of this short circuit could not be determined due to the extent of the damage of this unit. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.